Event description:
The customer observed a falsely elevated alinity I total -hcg result for a patient sample. The following data was provided: sample ID (B)(6) initial result = 951.77 miu/ml, repeat result = 955.72 miu/ml, sample was repeated on another abbott alinity instrument (ai23098) for troubleshooting purposes and not for patient management. The result = 968.37 iu/l. Sample was repeated with 1:15 dilution and result = <7,000.00 miu/ml (raw data 173.160 miu/ml) repeat result on cobas platform = 0.1 miu/ml (negative), sample was diluted and repeated on cobas. Result = 0.2 miu/ml (negative). Patient also went to another hospital and was retested. Result = 0.20 miu/ml (negative). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p51-20 has a similar product distributed in the us, list number 7p51-21/-31, and a 510k/PMA/bla number of k170317.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot did identify a slight increase in complaint activity for lot 66106ud00; however, no related trends were identified regarding commonalities for complaint lot number and issue. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot or complaint issue. In-house accuracy testing was completed using a retained kit of complaint lot 66106ud00. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total -hcg reagent lot 66106ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I total -hcg result for a patient sample. The following data was provided: sample ID (B)(6), initial result = 951.77 miu/ml, repeat result = 955.72 miu/ml, sample was repeated on another abbott alinity instrument (B)(6) for troubleshooting purposes and not for patient management. The result = 968.37 iu/l. Sample was repeated with 1:15 dilution and result = <7,000.00 miu/ml (raw data 173.160 miu/ml) repeat result on cobas platform = 0.1 miu/ml (negative), sample was diluted and repeated on cobas. Result = 0.2 miu/ml (negative). Patient also went to another hospital and was retested. Result = 0.20 miu/ml (negative). No impact to patient management was reported.